Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, they experienced a hypoglycemic event, loss of consciousness, fell and fractured her ¿head¿. No blood glucose reading was taken at that moment, but the cgm reading was 57 mg/dl. An ambulance was called by an unknown person and the patient was taken to the hospital. No treatment was reported to be needed, but a CT scan was made due to the fractures. It was unknown how much time the patient spent at the hospital, but it was more than 24 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.